Event description:
Tube feeding machine filled with 960cc. Approximately three hours later - machine alarming bag empty. Tubing for infusion intact to peg tube and proper placement with machine verified. Patient developed mild congestive heart failure from increased volume. Experienced increased respiratory rate, edema and required lasix for heart failure symptomsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.